Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a total hysterectomy and bilateral salpingectomy procedure on (B)(6) 2019 and suture was used. During the closing of the peritoneum, the surgeon noticed that the distal tip of the needle was broken. The part of the needle was seeking with success. The procedure was extended in order to seek the part of the needle. There was no patient consequence reported.